Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m cracked. The following information was provided by the initial reporter: event 3: material no: 10015012, batch no: 20055717. It was reported that buretrol found sucked in, and when manipulated it cracked vertically.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2020-11-19. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer: yes. H.3. Reason code for no evaluation: other. H.3. If other specify: see h.10. H.6. Investigation summary: a sample has been received and closely investigated by our quality team. The crack was immediately noticed and the complaint has been verified. A device history record review for model 10015012 lot number 20055717 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: this failure can occur for many reasons and the root cause remains unknown in this case. It is known that excessive outside pressure or manipulation of the buretrol chamber can lead to a crack and lead to compromise of this device. H3 other text : see h.10.

Event description:
It was reported that as lvp bur 20d low sorb smbore ss 0.2m cracked. The following information was provided by the initial reporter: event 3 material no: 10015012, batch no: 20055717 it was reported that buretrol found sucked in, and when manipulated it cracked vertically.